Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The current black box showed no evidence of a cs 064 motor error. There was no battery cap or cartridge cap returned. All testing was performed with test caps. The pump powered on with a test battery cap. The pump was exercised with a test battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. During investigation, the load/step function was performed to exercise the motor. A cs 064 motor error was not duplicated during investigation. The pump case was removed and the pump was disassembled. There was no evidence of moisture or loose components observed inside the pump.